Event description:
Home patient (hp) reports disconnecting themselves in their sleep, during last fill of apd treatment. Unit rn reports hp was diagnosed with peritonitis following day at unit. Rn reports hp has been treated with antibiotics: ancef 1 gm and gentamicin 80 mg initially, followed by ancef 500 mg and gentamicin 80 mg for 11 days, and lastly ancef 500 mg for 3 days; all i.p. With a mid-day exchange. Rn reports hp has responded to treatment with no resulting injury.